Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not working. The only way they felt anything was if they turned it up really high and that just makes it hurt. They were going to the bathroom a lot and feeling sharp pains. They wanted to know what should be the next steps as they were not finding this helpful anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.